Event description:
I had lasik surgery done on both of my eyes. My left eye was fine and easy - didn't take very long and healed well. My vision was pretty good in that eye to begin with and the point of wanting lasiks was for my poor vision in my right eye. My right eye however was under the laser for much longer - so much longer that I could start to smell my eye burning while laying there. Also something to note is that they gave me half of an anxiety pill 30 minutes before going into the machine - which did nothing. The process of laying there terrified, strapped down, and watching the machine come down onto your eye, feeling it suction you eyeball, pulling it up as though it's being removed out of your face, and slicing it is truly terrifying. They then just swivel the bed over to the laser machine after and do that process. After having one eye go through that process I didn't even want to do my second eye - it was intense. My right eye was over corrected and my vision is now worse than it was going into it beforehand. My right eye can not identify prescriptions. When going to get glasses after everything was said and done, my eye doctor displayed the lowest and the highest prescriptions during an eye exam for my right eye and I told her there was no difference - I still couldn't read any of the letters. Not only is my eyesight ruined, but my experience and healing process was traumatizing. I was later told by 2 separate specialists they should have never selected me to go through with lasiks surgery. I don't have a nerve fully developed on the right side of my face, causing my right eye area to be paralyzed and not move. Essentially I can't blink that eye and had a very tiny weight put into my eyelid to help my eyelid droop and close more when I fire the nerves to blink - so I don't have dry eye. That weight in my eyelid after surgery kept catching on the incision that was made across my eye, causing the flap to keep peeling off my eye and never healing. I experienced excruciating pain, redness, sensitivity, and headaches. I had to wear sunglasses 24/7, even indoors when it was dark because the pain and sensitivity was so bad. When I first reached out to say I didn't think my healing journey was going correctly, I was told to wait it out and sometimes it takes longer - especially because my right eye was under the laser for much longer. After over a week and constant communication with the office, I told them I had to come in and something didn't seem right. I no longer gave them the option to tell me no and took it upon my own self to say I'm not taking no for an answer I'm coming in. Upon my first visit they didn't believe anything was truly wrong and just gave me more eyedrops to put in. After a couple days and no change I made another appointment to go back in. This time they put over a temporary contact as a "bandaid". This helped a bit for the first day or two and then it did nothing. I went back in and they put in another temporary contact "bandaid" and gave me more drops and gels to put into my eye. After 2 weeks of this song and dance, they finally sat me down and did a full exam. Where they found that when I would blink my eye, it was tugging on the flap made by the inversion and that it still hadn't sealed back down onto my eye. After many treatments where I had to go back to their office every other day for a week, and then every two days for another week, and then thread times a week for two weeks - the incision finally healed. Upon examination after it had healed, I was told the surface of my eye was permanently scarred and that there was now a "crater-like" formation on my eyeball. There's no way to fix this aside from just taking the whole thing out and putting a fake in. I experience dry eye, red eye, light sensitivity, vision that is now worse, blurry vision if I sit in front of a desk for too long that then leads to headaches (I had to leave my office job due to this), and astigmatism that is more severe than before.